Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the pump was removed due to infection. It was later reported that the patient had the system components removed due to infection indicated at the device pocket and catheter track. The pump was used to deliver baclofen and dilaudid.